Event description:
A hospital reported an incident involving the rt329 infant continuous flow breathing circuit, whereby the heater wire in the inspiratory tube retracted, causing excessive heat buildup to the tube. The tube was described as "very hot to touch" and the "machine" (humidifier) alarmed. Further correspondence from the hospital indicates that the breathing circuit had been in use for approx 48 hours at the time of the incident. No pt consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. Inspiratory tube of the rt329 was visually examined for a retracted heater wire. In addition, a random sampling of product was obtained from the product line for further observation and testing. Results: the heater wire anchored inside the corrugated tube by a retention clip had become dislodged causing a small retraction of the heater wire within the inspiratory tube. Except for minor creasing in the top corrugation, there are no signs of damage to the tube. Our random sampling test indicates, that the retention clip of a proportion of breathing circuits, exhibit a noticeable tilt. Stretching of those tubes with a tilted retention clip can cause the clip to dislodge and allow the heater wire a small amount of retraction. We could not perform a lot check, as no lot number has been provided. Conclusion: breathing circuits with tilted retention clips are currently being examined further to determine the exact cause of the retraction. In addition, our user instructions contain a warning to the user not to "stretch" or "milk" the tube, as this has been indicated to be a possible cause of heater wire retraction. Our monitoring and trending of events involving heater wire retraction in breathing circuits has a rate of occurrence of 0.0002% in the last year to august 2008.